Manufacturer narrative:
H3: product analysis of the device found that the handpiece was displaying error code 11. As the motor was seized and front/rear bea rings got severely corroded. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use on the patient, the device was running rough and chattering. Troubleshooting was performed by moving the handpiece forward, then in reverse, and oscillating it a few times, which stopped the vibration, and the case proceeded. The handpiece was making a funny sound rather than vibrating, and the blade wasn't oscillating smoothly. During the intra-operative procedure, the event occurred twice. After troubleshooting and fixing it, the handpiece was used again, but there was a second occurrence as well. There was no patient impact.